Event description:
Pi calculation is 50% smaller than expected when using manual trace in pw and tav input. No consequences to the patient were reported. The report is delayed due to the lack of information from the site.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for investigation; but the possible root cause is a software bug where when performing a manual doppler trace when full screen mode is active, the average velocity is not calculated correctly due to a rounding issue. No other measurement tools, including the auto doppler traces, are affected by full screen mode. According to the health risk evaluation (hre), the issue occurs when the user goes into full screen mode (on wide-screen lcd), and performs a manual waveform trace. The tav/f value is calculated incorrectly in full screen mode. Tav is an input to pi, therefore pi calculation is also incorrect. Currently, the tav/f calculation is performed using pixel locations that are whole numbers. In full screen mode, the pixel locations are scaled and are no longer whole numbers. The algorithm is rounding up for the pixel location, which then accumulates as the trace continues and causes the issue. Depending on the number of points and the speed that the trace is drawn, the value could be low, high, or close to correct. Measurement results will tend to be overestimated, than underestimated. Reference complaint # (B)(4).

Event description:
Additional information stated that the issue occurs when the user goes into full screen mode (on wide-screen lcd), and performs a manual doppler trace. The tav value is calculated incorrectly in full screen mode.